Event description:
Surgeon complained of telescope problems and distortion of image throughout procedure (laparoscopy cholecystectomy) as well as the leakage of air through one of the sheaths. Cystic duct was nicked and unable to cannulate. After copious irrigation, surgeon discovered, by chance, "a rubber washer" which was identified as part of the disposable device used for the procedure. "Rubber washer" removed. Examined by manufacturer rep the next day.